Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended powering the unit off and then back on. This reportedly resolved the imaging issue. Tac went on to try and note the differences between 180 series scopes and 190 series. However, the customer had his attention elsewhere and was not interested in any further explanations at that time. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center stopped producing an image during an unspecified procedure. According to the initial reporter, the issue was confirmed ¿resolved¿ by power the unit off and then back on. There were no reports of patient harm as a result of this event.